Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep instructed the customer to completely shut the system down for several minutes then reboot the system. The system was then found to be operating as intended.